Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that insulin pump had a blank screen display. It was reported that image on display screen was faint and then went blank, even after battery change. It was also reported that a week prior to call, insulin pump was exposed to very hot weather and display screen had moisture under it and it smelled like insulin, but was not sure if it was a leak. Customer's blood glucose was unknown. After troubleshooting, display screen came back faded and then went blank again. Customer was advised that insulin pump would need to be replaced.